Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
48 year-old male patient with cardiogenic shock implanted with impella cp uneventfully. During treatment, placement signal mismatches were noted by md with no consequence to support or the patient. Patient recovered, and was explanted. During impella cp support, it was noted that the placement signal differed from the patients aortic pressure. There was no consequence to the patient and the pump functioned as expected outside of the varying placement signal. This is considered a reportable malfunction.

Event description:
Additional information indicates " pt was treated by peripheral a-line for hemodynamics by team."

Manufacturer narrative:
Corrected information has been provided in d4 (serial). Placement signal issue: no logs were returned. The cause of the placement signal issue cannot be determined since no product or data logs were returned and insufficient clinical details were provided.